Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent cystoscopy with laser lithotripsy of a larger bladder stone on (B)(6) 2010 due to bladder stone. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy with removal of mesh, sacrospinous suspension and anterior colporrhaphy due to symptomatic vaginal vault prolapse, recurrent urinary tract infections, old mesh in bladder from a previous tension-free vaginal tape [bard] in 2002. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It is also reported that the patient was treated for partial removal mesh in bladder wall and removal of bladder stones on (B)(6) 2008, (B)(6) 2009, (B)(6) 2011 and (B)(6) 2013 no additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is also reported that the patient had a bard product implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urgency, and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.